Event description:
The customer reported the insulin pump entering threshold suspend when the blood glucose values weren't low. The customer stated that the insulin pump alerted low even after eating food, and 30 minutes afterwards the device continued to alert. The customer questioned why the alarm triggered when the blood glucose values were above the threshold suspend limit. The customer was unable to complete troubleshooting at the time of the call with the helpline. The customer's reported blood glucose value during the phone call was 63 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.